Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she wanted to change her basal rates and bolus wizard information because she was getting too much insulin. Customer stated that sometimes she would bottom out at 30 mg/dl. Customer stated that this was about 2 weeks ago when she was home alone and had some sugar and tea. Customer also had a high blood glucose reading after she had eaten. Customer does not have a computer and does not upload to carelink. Customer declined troubleshooting. Customer's blood glucose was 142 mg/dl.